Event description:
Boston scientific received information that high out of range shocking impedances were revealed on this right ventricular (rv) lead. Both the implantable cardioverter defibrillator (ICD) and lead remain implanted. It was noted that the shocking impedances had been high since implant, but not out of range. The physician elected to follow the patient regularly. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that high shocking impedances were once again triggered and the physician was aware of this issue. No additional information is available at this time. Should additional information become available this investigation will be updated.